Manufacturer narrative:
(B)(6). Manufacture date: june 14, 2016- june 15, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. Continuous flow was observed at the distal luer. A functional flow rate test was performed and was found to be within the product specification range of 1.80 ¿ 2.20 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not infuse at all after filling. The infusor was filled with 19ml of 5fu and dilluted with 28ml of nacl 0.9%. Fill volume is 47ml. There was no patient involvement. No additional information is available.